Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure the hydrophilic tip detached exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached. However, the corewire and the corewire tip were not exposed. There was no evidence of corewire fracture. The remaining pebax had a cut and evidence of wear due to usage. The complaint is consistent with the reported event of distal tip detached. However, the corewire and the corewire tip were not exposed. Based on all gathered information, the most probable root cause is "handling damage." There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure the hydrophilic tip detached exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.